Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient experienced a fall and unable to receive effective coverage of therapy. X-rays confirmed that leads migrated and as such surgical intervention is pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025, wherein the leads were explanted and replaced to address the issue.